Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor had intermittent button response due to flattened and creased dome switches on the escape and act buttons and moisture damage was found on the lcd. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. However, the insulin passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. No cracked lcd glass noted. The insulin pump had minor scratched display window, cracked display window, cracked case at the display window corner, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump fell of the case a year prior to call which may have caused cracks at the corners of display screen. Customer reported that buttons were difficult to press and responded intermittently. Customer's blood glucose was unknown. Customer also reported of being hospitalized in (B)(6) due to a urinary tract infection which caused customer to have diabetic ketoacidosis. Customer was advised that insulin pump would need to be replaced.